Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. Suggested event 1: ¿the image has blacked out when touching the connector section¿: a probable cause for the defect due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect; suggested event 2: ¿glue of objective lens peeled off¿: a probable cause for the event was stress of repeated use, and external factors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instructions, operation manual ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.8, identifies the following related verbiage which could have detected phenomenon 1: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. The instructions, operation manual ¿preparation and inspection: inspection of the endoscope¿, chapter 3, section 3.3, identifies the following related verbiage which could have detected phenomenon 2: <inspection of the endoscope> 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, the endoeye flex deflectable videoscope blacks out when touching the connector section. The procedure was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found that the scope blacked out when touching the connector section and adhesive around objective lens was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.